Event description:
It was reported that during lens implant the trailing haptic broke from the optic. The lens was removed with no problems to the patient and a back up lens of same model was implanted. This event pertains to the patient's left eye. Reportedly there were no consequences to the patient.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the returned lens found only half of the lens (the optic cut in half). One haptic is attached to the returned piece of the optic and is not damaged. The delivery device was not returned. Functional testing could not be performed due to the condition of the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. He most probable root cause for the haptic breakage is associated with a specific lot of haptic material that was used for the manufacture of the lens involved in this event. An investigation has been opened to address this issue. Furthermore, bausch + lomb initiated a recall for all lenses manufactured with the haptic material lot in question.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.